Event description:
It was reported that the procedure was to treat a lesion located in the iliac artery. The 9x39 mm omnilink elite stent delivery system (sds) was selected for use; however, prior to use it was observed that the stent implant had slipped of the balloon. There was no issues noted during removal of the protective sheath from the sds balloon. The stent implant was recaptured on the balloon, advanced in the patient without resistance felt and deployed in the patient under high pressure. The patient is doing fine. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after damage. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the omnilink elite instruction for use (IFU) states: carefully inspect the omnilink elite peripheral stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. In this case, the IFU deviation is not related to the stent dislodging from the balloon.